Manufacturer narrative:
Patient city:(B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced infusion set leakage event on(B)(6) 2025 and due to the leakage, the adhesive tape was not sticking. No further information available.